Event description:
The patient's family noted the cuff was leaking 15 days after usage. Patient then changed to another tracheostomy tube but the balloon was also found leaked after 15 days. Both cuffs were filled with 8cc water. The patient has been using bivona products for five years but has never come across situation like this before.